Event description:
The report received from the study indicated that two days after the index procedure, the pt returned to the cardiac cath lab due to a suspicion of thrombus in the previously implanted cypher select plus 2.5x23 mm stent and myocardial infarction. Coronary angiography revealed thrombus in the previously implanted stent. The sub acute thrombosis (sat) was treated by implantation of an additional cypher select 2.75 x 13 mm stent.

Manufacturer narrative:
The indication for the index procedure was an acute st-elevation myocardial infarction (stemi) with onset of symptoms less than six hours prior to the procedure. The pt was found to have two-vessel disease and had one lesion treated during the procedure. A staged procedure was planned due to cardiovascular safety. The patient's left ventricular ejection fraction was 30-50% (lvef 30-50%). The target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, 2.5 mm vessel diameter, 20 mm length, an 85% stenosis, concentric and type b1. The lesion was pre-dilated with a 2.0 x 14 mm balloon at 16 atm. A cypher select plus 2.5 x 23 mm stent was implanted at 16 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and pst-procedure was timi 3. Ten days after the index procedure, the pt had a planned pci to the right coronary artery. The pt was discharged eleven days after the index procedure. At the one, six and twelve-month follow-ups, the pt was reported to be asymptomatic and was continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A report received from the e-select study indicated that a pt experienced a target lesion related myocardial infarction with thrombotic event after having a coronary artery stent implanted. The patient's history is significant for obesity and diabetes. The patient's history puts them at an increased for a mace. Medications for the procedure included unfractionated heparin only; aspirin, plavix and gp 2b/3a inhibitors were not administered. The indication for the procedure was an acute anterior wall stemi. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo and 85% stenosed. The lesion was pre-dilated with a 2.0mm x 14 mm balloon at 16 atms followed by a 2.5mm x 23mm cypher select plus (csp) stent at 16 atms. The stent was satisfactorily implanted and did not require post-dilation. Two days after the procedure, the site indicates that repeat angiography was performed for suspicion of thrombus and an anterior wall mi. Angiography revealed total instent and distal occlusion with thrombus. The event as treated with implanting a 2.75mm x 13mm csp distal to the previously implanted cypher stent. The event resolved without further sequel. Ten days after the index procedure, the pt had a planned staged procedure to treat the 85% stenosed proximal right coronary artery. The procedure was completed without complications and the pt was discharged the following day. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event associated with implanting coronary artery stents. The acc recommends that, in those patients who do not receive gpiib/iiia inhibitors, sufficient ufh should be given during coronary angioplasty to achieve an act of 250-350 depending on the device used to measure the act. The act measurement is unavailable, so it is uncertain if the amount of heparin was at a therapeutic level to prevent thrombosis. Review of the available info suggests that pt and/or procedural and/or pharmacological factors may have contributed to the event. Please note that this is the initial/final report for this product.